Manufacturer narrative:
Failure analysis noted that the pump had no button response due to moisture damage on the keypad traces. They were unable to verify the prime anomaly, flashed numbers anomaly due to the no button response. The pump had scratched display window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported that the pump was unable to prime. The incident was reported via phone call. Blood glucose at the time of incident was 123mg/dl. The customer stated that she was going to give a bolus when the amount was flashing and it went to rewind pump complete. During troubleshooting, the pump was saying rewind complete but when the customer pressed the act button nothing happened. The customer stated that the issue was the keypad. Troubleshooting was not able to resolve the issue. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The device was returned for analysis.